Event description:
Allegedly tibial insert has worn out. Pt allegedly had pain on lateral side of knee after a fall on the stairs.

Manufacturer narrative:
Conclusion statement: no conclusion can be drawn. Add'l info: user facility risk manager has sent written confirmation that they do not feel this is a reportable event.